Manufacturer narrative:
(B)(4). Method, results and conclusions eval: the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to FDA.

Event description:
A pt was scanned with the synergy body coil and was lying on the right side positioned with the head first in the mr scanner. The coil was placed on the right side of the pt at the abdomen area with the coil cables routed behind and over the pt's left side. Two days after the examination a second degree burn was observed at the left side of the back (near a kidney) of the pt. The investigation is still ongoing on this event and a final report will follow.